Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced blood glucose (bg) levels as low as 50 (mg/dl). Bananas were consumed to address low bg level. Reportedly, customer has started a new diet and is working with their endocrinologist to adjust pump basal delivery. Recommendation was made to continue to consult with health care provider regarding diabetes management.